Event description:
Allergan sales rep called in behalf of a physician to report a "band slippage" with a lap-band device. The problem was discovered during an upper gastrointestinal. The device was removed and found to be intact and functional.

Manufacturer narrative:
Taper unk. (B)(4), to represent physician noting device as intact and functional. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The info has not yet been received by allergan and the device has been discarded. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."